Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to being on an advisory and recall. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to being on an advisory and recall. A new device was implanted and remains in service. No additional adverse patient effects were reported.